Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation and shocking sensation most likely due to high impedances on the leads. The stimulation was reprogrammed which helped for a while, but it became difficult to maintain coverage of the pain areas in the right arm. X-rays showed the leads were positioned correctly. The physician explanted the linear leads and implanted a paddle lead. The patient was doing well postoperatively. The explanted leads were disposed of by the medical facility.